Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump was closed to a high magnetic field while having an MRI for his knee. The blood glucose reading was 128mg/dl. Troubleshooting was performed, and the drive support cap appears normal. It was stated that the device also alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.